Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead oversensing noise causing temporary inhibition of pacing. The lead was explanted and replaced. There were no patient consequences.